Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised for infection. Add'l info rec'd from lampkin & co. 5/13/2014: the pt. Was revised (B)(6) 2012. Revision date originally reported by njr as (B)(6) 2012. Additional information received 01/12/2017. Neck information now provided for this incident.